Event description:
The customer states on four different occasions over a two year period they have passed out due to over dosing insulin based on device results. On all occasions states they were given IV's and oral sugar. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.